Event description:
No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, g3, h2, h3, h4, h6 the reported event was able to be confirmed by review of a provided photo and medical records. Visual examination of the image identified a liner component with signs of wear on the inner spherical surface and outer rim. The device is covered in bio-debris. Upon review by a healthcare professional of the provided medical records, it was identified that the patient underwent an initial left total hip arthroplasty with no complications noted. Twenty-four (24) years later, the patient underwent a revision due to pain and poly wear. No medical records were received for the revision. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a left hip revision approximately 24 years post implantation due to pain and poly wear. The liner and stem components were removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.